Manufacturer narrative:
Evaluation: method- the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient ((B)(6)) received an scs system, including an ipg, on (B)(6) 2010. It was reported that the patient's programmer displayed a low battery warning message in (B)(6) 2010, but the patient continued to use their ipg. The physician allegedly cleared the low battery message; it was reported that the flag was most likely related to battery passivation. On (B)(6) 2011, it was reported that the low battery warning message still appeared on the programmer. The patient allegedly requested that the ipg be replaced, and the physician explanted and replaced the ipg. The explant date is currently undetermined. No further patient complications were reported.